Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician repositioned the pocket site and the patient was reportedly doing fine after the revision procedure.